Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with manual injection. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.